Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during mammary gland, laparoscopic procedure, it was heard from the physician that the device stopped moving during the sealing process, the cutting trigger does not work. The jaw could not open and close as usual. There were no problems with the release of tissue because the jaws were partially open. The surgery happened immediately after the surgery started. The device hadn't been cleaned or used it that much yet. The handpiece was connected to the generator. Photo was submitted showing the knife blade did not retract. The procedure was completed by a non-medtronic device. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted an eschar buildup on the jaws of the device. The product analysis found eschar buildup on the jaws of the device. The knife blade and jaw's function was hindered by the buildup of eschar in the jaws. The knife trigger was pressed repeatedly to release the knife blade from the eschar build up. The knife blade was able to advance and retracted properly after it was cleared from the buildup. More frequent cleaning of the jaws could have prevented build up of eschar. It was reported that the device was difficult to close, the device stopped working, the jaws were difficult to open, the knife blade did not advance and the knife blade did not retract. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during mammary gland, laparoscopic procedure, it was heard from the physician that the device stopped moving during the sealing process, the cutting trigger does not work. The jaw could not open and close as usual. There were no problems with the release of tissue because the jaws were partially open. The surgery happened immediately after the surgery started. The device hadn't been cleaned or used it that much yet. The handpiece was connected to the generator. The procedure was completed by a non-medtronic device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.